Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: three openings curved, crease flat and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: three openings striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported a left side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional information was received and explant status was updated to date known.

Event description:
Device was explanted.